Event description:
It was reported by service report that the siderail won't slide out or raise to highest position. No adverse consequences have been reported.

Manufacturer narrative:
Result: timing link.